Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The hcp reported that the patient had an event on (B)(6) 2017 and could not say with certainty that it was not related to the implanted system. The hcp reported that the patient had a "pe and/or a respiratory event and the patient may be brain dead." No device issues were reported. No further patient complications have been reported as a result of this event.